Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the cause of the volume discrepancy was unknown. The nurse practitioner who did the refill reported that the patient has not had any adverse symptoms or overdose/withdrawal symptoms and felt like they were getting good relief. She stated that they would continue to monitor reservoir levels closely. The patient¿s weight was not known and not available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a manufacturer representative (rep), regarding a patient receiving bupivacaine (15 mg /ml, unknown dose), dilaudid (100 mcg/ml, unknown dose) and baclofen (2,000 mcg/ml, unknown dose) via an implantable pump for intractable spasticity. It was reported that today ((B)(6) 2020) at the patient's refill, the nurse pulled out 1 ml and was expecting 5 ml. The rep stated that the nurse did believe they were in the pump and no programming errors were done before. Pertinent information was reviewed with the manufacturer representative (rep). The rep stated they were not at the case, but was going to follow up with the hcp. No symptoms or patient complications reported.